Event description:
While the device was being checked in the service center, "check vent: 24v supply failed" (diagnosis code 111a) occurred. No patient involvement. The service engineer (se) determined the power supply needed to be replaced. The se replaced the power supply. All testing passed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).